Event description:
End user called for help with checking the devices calibration. For troubleshooting by phone it was discovered that the calibration was high out of range. The device was replaced and the defective are returned for investigatioin.